Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. During the post operation device check, the pulse generator exhibited post-paced t-wave oversensing. The device was reprogrammed resolving the issue.